Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain"), genital haemorrhage ("abnormal bleeding (general)") and cervix carcinoma ("tumor / teratoma / cancer type: cervical low") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's past medical history included bladder disorder (not recovered prior to essure), urinary tract disorder (not recoovered prior to essure), dysmenorrhea (not recoovered prior to essure), migraine (not recoovered prior to essure), headache (not recoovered prior to essure), nickel sensitivity (not recovered prior to essure) and dyspareunia. Concomitant products included norgestimate from (B)(6) 2016 to (B)(6) 2016. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2017, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), urticaria ("hives/rashes or skin conditions type: hives"), hypersensitivity ("allergic or hypersensitivity reaction. Type: allergic"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), mood swings ("hormonal changes describe: mood swings"), migraine ("migraines / headaches"), headache ("migraines / headaches"), allergy to metals ("nickel allergy"), depression ("psychological or psychiatric problems condition: depression"), cervix carcinoma (seriousness criterion medically significant), fatigue ("fatigue"), alopecia ("hair loss") and weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced rash ("skin rash"), peripheral swelling ("rashes or skin conditions type: hives, swelling in hands and legs/swelling in legs and arms") and abdominal pain lower ("low abdomen pain"). The patient was treated with surgery (hysterectomy and salpingectomy), surgery (ablation) and surgery (uterus removal). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, rash, urticaria, hypersensitivity, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, mood swings, migraine, headache, allergy to metals, depression, peripheral swelling, cervix carcinoma, fatigue, alopecia, weight increased and abdominal pain lower had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, bladder disorder, cervix carcinoma, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, migraine, mood swings, pelvic pain, peripheral swelling, rash, urinary tract disorder, urticaria and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs received. Events per pfs: abnormal bleeding (general), allergic or hypersensitivity reaction. Type: allergic. Bladder or urinary problems or changes. Dysmenorrhea (cramping), dyspareunia (painful sexual intercourse). Hormonal changes describe: mood swings. Migraines / headaches, nickel allergy, pain, psychological or psychiatric problems condition: depression. Rashes or skin conditions type: hives, swelling in hands and legs tumor / teratoma / cancer type: cervical low. Fatigue, hair loss, weight gain / loss specify which one: weight gain were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain"), genital haemorrhage ("abnormal bleeding (general)"), cervix carcinoma ("tumor / teratoma / cancer type: cervical low") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's past medical history included bladder disorder (not recovered prior to essure), urinary tract disorder (not recoovered prior to essure), dysmenorrhea (not recoovered prior to essure), migraine (not recoovered prior to essure), headache (not recoovered prior to essure), nickel sensitivity (not recoovered prior to essure) and dyspareunia. Concurrent conditions included adhd. Concomitant products included axotal (butalbital, acetaminophen & caffeine) since 2016 to (B)(6) 2018, norgestimate from (B)(6) 2016 to (B)(6) 2016, obetrol (adderall) from 2016 to 2018 and para-seltzer (excedrin tension headache). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), mood swings ("hormonal changes describe: mood swings"), migraine ("migraines / headaches"), headache ("migraines / headaches"), allergy to metals ("nickel allergy"), depression ("psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia (seriousness criteria medically significant and intervention required) and ovarian cyst (cyst on the ovary and shrunk over time"). In 2017, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), urticaria ("hives/rashes or skin conditions type: hives") with rash, cervix carcinoma (seriousness criterion medically significant), hypersensitivity ("allergic or hypersensitivity reaction. Type: allergic"), urinary tract disorder ("bladder or urinary problems or changes"), fatigue ("fatigue"), alopecia ("hair loss") and weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced peripheral swelling ("rashes or skin conditions type: hives, swelling in hands and legs/swelling in legs and arms") and abdominal pain lower ("low abdomen pain"). The patient was treated with surgery (hysterectomy and salpingectomy), surgery (ablation), surgery (uterus removal) and surgery (ablation). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, urticaria, cervix carcinoma, hypersensitivity, urinary tract disorder, dysmenorrhoea, dyspareunia, mood swings, migraine, headache, allergy to metals, depression, peripheral swelling, fatigue, alopecia, weight increased and abdominal pain lower had resolved and the vaginal haemorrhage, menorrhagia and ovarian cyst outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, cervix carcinoma, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, mood swings, ovarian cyst, pelvic pain, peripheral swelling, urinary tract disorder, urticaria, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Most recent follow-up information incorporated above includes: on 25-oct-2018: pfs received. Concomitant condition, concomitant drug was added. Added event abnormal bleeding (vaginal), abnormal bleeding( menorrhagia), cyst on the ovary and shrunk over time. Updated onset date incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and endometrial ablation ("ablation") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometrial ablation (seriousness criterion medically significant), rash ("skin rash") and urticaria ("hives"). The patient was treated with surgery (to remove the essure). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, endometrial ablation, rash and urticaria outcome was unknown. The reporter considered endometrial ablation, pelvic pain, rash and urticaria to be related to essure (ess205). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.